Event description:
Healthcare professional reports higher than reference with protime microcoagulation system. Pt stopped taking coumadin for unspecified scheduled procedure. Protime generated pt/inr 3.6. The procedure was canceled. On the same day the clinic generated inr 1.2 and lab draw generated inr 1.23. Customer's therapeutic range and cuvette lot number were not provided. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Itc has requested all data required for form 3500a.